Manufacturer narrative:
(B)(4). The device was not returned for evaluation. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement was attempted in the right common femoral artery using a proglide device via a 6f sheath, using the pre-close technique, prior to an interventional impella assisted procedure. Reportedly, the device was pre-flushed with saline prior to use. However, after insertion of the proglide device in the anatomy, there was no bleed back from the proglide marker lumen. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 14f and the impella assisted procedure was completed. The sutures of the successfully pre-placed proglides were used after the impella assisted procedure to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.